Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl range. Bg cause was not known. Customer consumed carbohydrates to address bg. Review of the pump data logs by tandem technical support verified that the pump was working as intended. Customer acknowledged information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.